Event description:
On (B)(6) 2020, a nurse from (B)(6) contacted dario's (B)(6) distributor to report high blood glucose (bg) readings involving a user and her (B)(6) baby. In (B)(6)-2020, the user who was pregnant at the time, was using a non-dario device and an insulin pump. The user was given a dario device in order to confirm her hypoglycemic events that she was seeing on her non-dario device. The user gave birth in (B)(6). The user reported that on (B)(6), her baby was vomiting, so she tested the baby's bg level with the dario meter and received a reading of 25 mmol/l. Due to the above, the user took her baby to the ER where they tested the baby's bg level and received a reading of 5.8 mmol/l. That same evening, the user checked her own bg level using the dario meter and received a reading of 33 mmol/l, she then compared her bg level with her non-dario meter, and received a reading of 10mmol/l. During the communications between the user and the nurse, it was determined that the user had been using a cartridge of strips that was opened in april, and therefore was expired. As per dario's test strips labeling "use within one month from first opening the cartridge foil". In addition, dario's user guide states in the section regarding 'important safety instructions' "the meter and lancing device are for single patient use only. Do not share them with anyone including other family members. Do not use on multiple patients." Multiple attempts to follow up with the user were made, in order to confirm that the issue is resolved with a new cartridge of strips, however, no response has been received to date. The high bg readings may have been due to the use of expired strips. Not enough information regarding the old strips to investigate. No other product problem was reported. No resolution is available.